Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit was unable to download to carelink due to multiple displayable history check failed on startup alarms in history file. Displayable history check failed on startup alarms are due to corrupted history file. Unit was received with corroded battery tube, minor scratches on case, cracked reservoir tube lip, cracked case at display window corners, cracked belt clip slot, minor scratches on reservoir tube window and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer¿s blood glucose level was 321 mg/dl at the time of the incident. The customer was wearing the pump at time of hospitalization. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.